Event description:
Patient with myasthenia gravis developed respiratory arrest. The physician intubated the patient and placement was felt to be correct. However, the patient developed subsequent cardiac arrest and expired. The tube was found in the esophagus on autopsy and discarded prior to completion of the reportdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, inserviced by other facility staff. The device was destroyed/disposed of.